Event description:
The customer alleged they received questionable vitamin b12 and intact human chorionic gonadotropin + the ss-subunit (hcgb) on their e601 analyzer. The customer provided data for two patients with discrepant results that were reported outside the laboratory. The first patient's sample was collected on the floor and tested in a pour off tube. The vitamin b12 result was <50 pg/ml. The doctor questioned the result and the sample was repeated from the original tube. The repeat vitamin b12 result was 574 pg/ml. On (B)(6) 2014, the second patient had a sample collected in the ER and sent to the laboratory for testing. The hcgb result was <2 miu/ml. The doctor questioned the result. The original tube was repeated and the hcgb result was 371 miu/ml. The pour off tube was repeated and the hcgb result was 365 miu/ml. The repeat results were considered correct for both patients. There were no adverse events. The vitamin b12 reagent lot number was 17696104 and the expiration date was 03/31/2015. The hcgb reagent lot number was 17509805 and the expiration date was 03/31/2015. The field service representative suspected there were issues with the measuring cells as they were two years old. He replaced the measuring cells. Operational and mechanical checks were performed. Performance testing, calibration and quality control were performed with success.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.